Event description:
An impella cp was inserted via the right femoral artery in a 60-year-old female patient for the indication of cardiomyopathy. The patient had a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease (cad). The patient was managed in the setting of advanced cardiac disease and required mechanical circulatory support. During daily clinical rounds, the patient¿s platelet count was noted to be 56. The patient was supported with the impella cp in conjunction with extracorporeal membrane oxygenation (ECMO) for ongoing hemodynamic support. The field representative responded this patient was not started on heparin. She may have received heparin for initial implant and ECMO cannulation with no additional information received. She was started on argatroban but it was on and off intermittently during the time she was on support the patient ultimately expired. The death is being conservatively reported; however, it is considered unlikely that the impella device contributed to the patient¿s death, which is more likely attributable to the patient¿s underlying clinical condition.

Manufacturer narrative:
B5 updated to include additional information received from the clinical site. H6 health effect - impact code updated

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number have now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Recaptured codes on h6 (health effect - impact code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery in a 60-year-old female patient for the indication of cardiomyopathy. The patient had a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease (cad). The patient was managed in the setting of advanced cardiac disease and required mechanical circulatory support. During daily clinical rounds, the patient¿s platelet count was noted to be 56. The patient was supported with the impella cp in conjunction with extracorporeal membrane oxygenation (ECMO) for ongoing hemodynamic support. The patient ultimately expired. The death is being conservatively reported; however, it is considered unlikely that the impella device contributed to the patient¿s death, which is more likely attributable to the patient¿s underlying clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.